Manufacturer narrative:
Device was used for treatment, not diagnosis. Reportedly the tip fragment remains implanted in the patients bone on (B)(6) 2013. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
During an orif of right ulna procedure on (B)(6) 2013, the 4.0mm cancellous bone screw broke as the surgeon tried to advance it into hard bone. Reportedly the tip fragment remains in the bone of the patient. The surgeon selected a different screw. There was no time delay in the procedure and no harm to the patient reported. The surgery was completed successfully. This is 1 of 1 report for complaint (B)(4).